Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Mechanical interaction with blood / hemolysis: the observed biomaterial on the returned pump could be a potential cause of hemolysis; however, the cause of the issue could not be determined without confirming the data log and obtaining sufficient clinical details, since the given clinical details confirmed resolution of hemolysis with lowering the p-level.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Impella cp was inserted via the right femoral artery in a 76-year-old male with acute myocardial infarction with cardiogenic shock (ami-cgs), scai stage d, and a medical history significant for diabetes mellitus and renal insufficiency. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. During routine rounding, the care team noted clinical concern for hemolysis. Plasma-free hemoglobin and ldh values were not available at the time due to laboratory limitations, and hemolysis could not be confirmed by laboratory data. The impella support level was reduced, after which the clinical concern for hemolysis appeared to improve. The team planned to coordinate with providers and consider echocardiographic evaluation for possible repositioning if clinically indicated. Subsequently, the patient experienced hemolysis, and medical device removal was performed. The reported events occurred in the setting of advanced cardiogenic shock, critical illness, underlying renal dysfunction, large-bore femoral arterial access, and vasoactive medication use, all of which are recognized contributors to hemolysis and hemodynamic instability in critically ill patients. Comprehensive review supports these patient- and disease-related factors as plausible contributors to the reported event and did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The death is being reported conservatively. The patient expired.